Event description:
On (B)(6) 2008, the pt underwent an evan's calcaneal osteotomy, lapidus arthrodesis, and gastroc recession of the left foot. A cancello-pure wedge xenograft was implanted along with plates and screws. The pt returned for follow-up on (B)(6) 2009 due to recent trips and falls; x-ray showed excellent bone to bone apposition without signs of complication. Mild swelling and drainage at the surgical site was noted on (B)(6) 2009; x-ray showed new bone formation and plate and screws were intact. On (B)(6) 2009, x-ray revealed breakage of the plate. On (B)(6) 2009, the pt underwent removal of the wedge, plates and screws due to non-union of the graft and was revised with allograft tissue, locking plate and screws.

Manufacturer narrative:
Investigation: no departures were noted during the re-review of records for batch 1-081028. Cancello-pure wedge grafts undergo two validated sterilization methods; biocleanse and irradiation at a validated dose to achieve a sal of 10-6 prior to release to eliminate the potential of disease transmission. Re-review of biocompatibility validations and comparison of current processing techniques, samples of rep mfg episodes, foot/ankle literature review and add'l in vivo and in vitro testing of various bovine products was conducted. Results of investigation: to date, the results of our investigation have not identified an agent or event intrinsic to the graft material or processing methodology that would contribute to the type of experience reported in this complaint. Histological testing of returned xenograft is pending. Follow-up with conclusion will be submitted upon completion of analysis.